Event description:
Caller reported an error with their continuous glucose monitor. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support with a complete pump reset, and successfully started a new sensor session.